Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative reported that all (B)(6) devices removed due to infection - devices were actually implanted (B)(6) 2015. Additional information received from the manufacturer's representative noted that the patient reported infection to clinic after implant. Physician observed in clinic and confirmed sometime after implant. Exact timeframe was unknown. Antibiotics were prescribed by physician but did not cure the infection. Therefore, the doctor had no choice but to remove. The cause of the infection was unknown. The manufacture's representative noted: "seemed to be an unfortunate incident." Indications for use were noted as : fecal incontinence and gastrointestinal/pelvic floor.